Event description:
It was reported that dissection occurred and the patient died. The target lesion was located in the mid left anterior descending artery. A 2.50 x 20mm synergy xd drug eluting stent was implanted and a dissection occurred. A nc emerge balloon was then advanced for post expansion, however, the device was unable to advance into the stent. It was noted that wire position was lost several times and it appeared the wire may have gone under the proximal stent strut then back into the stent preventing advancement of any device. The patient was put on a non-boston scientific left ventricular assist device and taken to recovery, however, the patient died several days later.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.